Manufacturer narrative:
According to the product experience report, there was no sample to be returned. Additionally, no photographic or visual evidence of any kind was provided which would have allowed for the allegation to be reviewed. Without such evidence, this complaint could not be confirmed and determining a definite root cause and corrective action is not possible. If the sample is returned at a future date, a follow-up report will be submitted.

Event description:
¿We have had 2 pleural effusions this past week ( only two others in the 22 year history here). We are investigating on our end but thought you might want to see if there have been any others. Both of ours are the same lot number: 11475235 1.9fr¿. Update as of (B)(6) 2023: event description : ¿right shoulder edema/right upper lobe infiltration approx.. 14 hours after placement (midline catheter)¿. Any patient harm/ ¿increased ventilator support temporarily, infiltration resolved without chest tube.¿